Event description:
It was reported that during a cardiac ablation procedure, during pulsed field ablation on the cavotricuspid isthmus (cti). Ventricular fibrillation occurred for approximately 13 seconds while ablation was being delivered near intracardiac device leads, and the patient was being paced by a pacemaker at the time. Intracardiac echocardiography (ice) and fluoroscopy were used to assess catheter distance from the right ventricular lead and it was reported that the catheter was not in contact with the lead but there was a small distance between the catheter and the lead; no complications with the pacemaker were observed. The ventricular fibrillation terminated without intervention and the patient returned to normal rhythm. The ablation continued along the cti using radiofrequency energy, and upon moving the catheter a temperature sensor error occurred with the temperature reading displaying "hi". The catheter was replaced which resolved the issue. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.